Manufacturer narrative:
The device reference in this report was not returned to olympus for eval. The exact cause of the reported phenomenon could not be conclusively determined. However, according to the device's instrument history, the device was returned to olympus previously on (B)(4) 2013 for service. The eval found minor scratches on the distal end cover and the bending section glue on the distal end cover was cracked and discolored. The bending section glue on the insertion tube was sharp, cracked, and discolored. The glue on the objective lens was peeling.

Event description:
Olympus was informed that while the pt was undergoing a diagnostic single balloon endoscopy (sbe) procedure to prevent surgical intervention for bleeding, the pt's small bowel was perforated. The pt was transported to surgery. Olympus f/u with the user facility to obtain add'l info regarding this report. The user facility reported that the perforation was noted while the endoscope was drawn back for repositioning. The pt reportedly had chronic anemia and the blood pressure reportedly dropped and was transported immediately to the operating room. The pt reportedly had a surgery scheduled for the following day prior undergoing the sbe procedure and the perforation was said to have facilitated the surgery. The intended procedure reportedly was stopped as soon as the perforation was observed. The pt reportedly was in the intensive care unit (ICU) as of (B)(6) 2013, with current status unk. The pt reportedly was in an outpatient status.